Event description:
Customer reports that bottom portion of insulin pump broke off while priming. Customer states that drive support cap was protruded. Customer also reports to have received a motor error alarm. Customer's blood glucose was 200 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked case at the display window corners, a cracked end cap, a cracked reservoir tube and tube lip and with minor scratches on the display window.